Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device for a non-reportable condition. Analysis of system logs showed evidence of a memory verification failure in the logs. This condition has a potential for patient harm. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a software error was identified during product analysis. The handle software periodically verifies its external memory contents for integrity and if verification fails it prevents the handle from further operation. This could cause the handle to unexpectedly stop functioning. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy, on the duodenectomy, the screen displayed a power handle error, the handle inside the no symbol. They exchanged the handle to complete the case. There was no patient injury.